Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a motor (rewind issue) issue; the piston rod is reportedly not retracting during the rewind step. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the rewind issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 15-oct-2018 with the following findings: a review of the black box showed the user suspended the pump and competed a rewind. The suspend mode caused the load and prime steps to be disabled. The user repeated the rewind step 2 times after the 1st rewind was successful. The complaint regarding the rewind issue could not be duplicated or verified in the black box. Unrelated to the original complaint, the battery compartment was cracked above the grip. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.